Event description:
It is reported that a stayfuse toe joint prosthesis device became disconnected about six weeks post implantation and required a replacement unit. Date of initial implant has not yet been provided. Radiographs requested have not yet been provided. Explanted device has been recovered for examination. The explanted failed device is a mated component pair: sta-p4, lot k10660, expiry march 2013; sta-d7, lot k10621, expiry february 2013. (B)(4).